Event description:
It was reported that two days after ventricular assist device (vad) implant, the patient experienced cardiac arrhythmia. The patient was noted to be in wide complex tachycardia at 200-270 beats per minute (bpm). The patient was given intravenous (IV) fentanyl and bolus of amiodarone and then synchronized cardioversion. The patient¿s next rhythm was atrial flutter with rate of 150 bpm. The patient was cardioverted again, given more amiodarone, and had normal sinus rhythm. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that, two days after ventricular assist device (vad) implant, the patient experienced cardiac arrhythmia. The patient was noted to be in wide complex tachycardia at 200-270 beats per minute (bpm) and was given intravenous fentanyl, a bolus of amiodarone, and synchronized cardioversion. The patient¿s next rhythm was atrial flutter with rate of 150 bpm; the patient was cardioverted again and given more amiodarone, after which normal sinus rhythm returned. Based on the available information, including the occurrence of the event two days post-implant, the device may have caused or contributed to the reported event. Per the instructions for use, cardiac arrhythmia is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of cardiac arrhythmia events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues re lated to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This information was received from the hvad destination therapy post approval study. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.